Manufacturer narrative:
Additional information received on (B)(6)2022: upon receiving the pump, the distributor performed a history review. History review showed the battery intermittently depleted quickly. Low power alerts were received. Correction: b3

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.